Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker was explanted due to an unknown failure. It was also noted that the right ventricular (rv) lead exhibited low pacing impedance. As the rv lead appeared to be functioning normally aside from the low pacing impedance and minimal ventricular pacing, the physician decided not to implant a new rv lead. No patient complications or consequences were reported.